Event description:
The patient reported having had a defective lead causing inappropriate shocks. Follow up with the clinic indicated that the right ventricular (rv) lead had t-wave oversensing (twos). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 383059, implantable pacing lead, implanted: (B)(6) 2009-03-27. (B)(4).